Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. An initial visual observation of the photograph showed the device implanted into the patient. A semi-circumferential split was seen in the tubing just distal of the molded joint. The edges of the split appeared to be rounded; however, this could not be confirmed with certainty without examination of the physical sample. Part of printing on the molded joint and the depth markings were worn away. The root cause of the damage could not be determined from the returned photograph. It is possible that repetitive kinking, catheter securement, access, or maintenance techniques may have been contributing factors. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that patient had catheter inserted in the hematology department on august 15 and is currently hospitalized. During today's nursing rounds, fluid leakage was detected. After investigation, a rupture was identified, and the catheter was subsequently removed.catheter was secured with statlock in a u-shaped fixation. The patient received a new catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.